Event description:
The technician alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found a broken swing arm on the side rail. The technician replaced the side rail to resolve the issue.